Manufacturer narrative:
Additional information was received that the surgical valve replacement with a non-medtronic surgical valve was successful. Twenty days following the valve implant procedure, the patient expired. Life support was withdrawn due to respiratory failure, pneumonia, liver shock, renal failure, and ventricular arrest. Per the physician the death may have been related to the device as the valve was initially placed too high. The patient went into cardiac ventricular fibrillation arrest when being moved from the stretcher to the bed and CPR was performed which may have dislodged the valve. The documented cause of death was acute systolic heart failure. No autopsy was performed. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Additional information was received that there was no angiogram to reveal that the valve caused an occlusion, however the physician believed that this occurred. It was reported that the patient had leaflet calcium. No additional adverse patient effects were reported. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information was received that the initial valve depth was 0 millimeter (mm) on non-coronary cusp (ncc), 2 mm on left coronary cusp (lcc). An additional surgical intervention was performed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The valve was not returned, therefore no product analysis can be performed. Without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, the valve was deployed and the femoral access was closed without issue. Following the procedure as the patient was prepared for transport, chest discomfort and a drop in blood pressure were reported. Cardiopulmonary resuscitation (CPR) was initiated and the patient was intubated. Upon evaluation of a transesophageal echocardiogram (tee), it was the determined the valve had migrated to the ascending aorta. It was unclear if there was coronary fill on echocardiogram. It was determined that open heart surgery and surgical valve replacement were required. No additional adverse patient effects were reported.